Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in three inappropriate shocks on the same day. This patient was subsequently hospitalized for further evaluation. The device was then reprogrammed from the secondary to the alternate vector to mitigate further inappropriate therapy. This device remains in service and will continue to be monitored. No additional adverse patient effects were reported.